Event description:
It was reported that during final tightening of non-break off set screw with break of screwdriver, the tip of the screwdriver broke. Although, the broken tip was not found in the surgical site and intra-op x-rays, there is a possibility that the broken off tip remained in the set screw head. No patient complication was reported.

Manufacturer narrative:
(B)(4). Submitted pictures appear to show plastic deformation just below fracture. Fracture surface appears to be a fairly brittle fracture surface, with visible circular material flow, consistent with torsional overload during usage. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.